Manufacturer narrative:
Address of reporter: (B)(6). The device was received for evaluation. During leak test the tubing disconnected from the bushing of the chamber. Visual inspection of the tubing revealed traces of solvent are present on the tubing. The tubing dimensions were found to be within specifications ensuring that there was interference between the tube and the bushing. Therefore the cause for the disconnection was not verified. Control measures such as in-process testing and product testing are already in place to mitigate this failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard blood set leaked. During set up, leaking was observed due to unsealed joints. The event occurred before use; therefore, there was no patient involvement. No additional information is available